Event description:
It was reported that the patient's ipg became inoperable. The ipg did not communicate with external devices. Reportedly, the patient started manual work just before the ipg got inoperable. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. Corrected date: the MFR report number should have been ¿3006705815¿ instead of ¿1627487¿ in g8.